Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 320 mg/dl. Time and date of hospitalization was not recorded. The caller was the customer's mother who stated that the patient complained of pain and irritation where the needle goes in. The caller also complained that the quickset was not working. The customer also received a no delivery alarm on their pump but it was not during manual priming. The customer was assisted with assisted with trouble shooting but could not find the cause of the no delivery alarm. The customer was old that their pump will be replaced. The caller was asked to return the reservoir and infusion set back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.